Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, the valve was at a depth of 4 millimeter¿s (mm) on the non-coronary cusp (ncc), and 4-5 mm on the right coronary cusp (rcc) and left coronary cusp (lcc). The valve was deployed using the cusp overlap technique. Upon deployment, the valve dislodged approximately 1-2 mm above the annulus. Subsequently, an unspecified conduction disturbance was observed. Contrast imaging was performed. The coronary arteries appeared patent. Subsequently, the patient¿s blood pressure decreased to 70-80 millimeters of mercury (mmhg) systolic. The delivery catheter system (dcs) was withdrawn. A second valve was prepped and loaded on a new dcs. The valve was emergently inserted. The second valve was deployed at 4-5 mm on the ncc and similar depth on the rcc and lcc. It was noted that both valve deployments were done while pacing at 120 beats per minute (bpm). The physician gradually decreased the pacing rate and sinus rhythm was restored. An echocardiogram was performed. No paravalvular leak (pvl), and a gradient of 3 mmhg was observed. The dcs was withdrawn from the patient. Contrast imaging was performed. An echocardiogram confirmed that the coronary arteries had flow, and effusion was observed. No treatment was provided. The decision was made to close the femoral access site using a non-medtronic (perclose) device. Subsequently, 15 minutes later the patient became unstable. A decreased ejection fraction and a decrease in the patient¿s blood pressure was observed. The physician re-accessed the femoral access site and placed a pigtail catheter in the aorta just above the frame of the valve. Blood flow could not be visualized to the right coronary artery (rca). An rca occlusion was observed. At this time, the physician attempted to cannulate the rca. The cannulate was unsuccessful. The decision was made to perform a single vessel bypass. An emergent saphenous vein graft (svg) to rca was performed. The patient was in stable condition. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 11-jan-2025, UDI#: (B)(4). Product analysis: the valves remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A medical safety assessment was performed. Upon review of the information provided, the primary event of valve dislodgement resulting in hypotension and unplanned intervention (second valve-in-valve placement) was assessed as unknown related to the evolut fx valve, however, it was noted by the physician during valve deployment the valve may have caused the native leaflet to occlude the coronary artery or the valve frame occluded the coronary artery. Additional information was received from the site stating: it is not known which valve caused the coronary artery (ca) occlusion, but after the deployment of the first valve, there was no ca occlusion present. Upon deployment of the second valve, and for 15 minutes after, there was no ca occlusion noted. It is unclear if one or both valves interacting with each other caused the occlusion. Therefore, based on this additional information, medical safety assessed as "unknown" related. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels, but a root cause could not be established from the information available. However, the patient¿s elliptical left ventricular outflow tract (lvot) may have contributed to the dislodge. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case the cause of the hypotension was most likely coronary occlusion. Per the IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). With the information available, a conclusive cause of the occlusion was unable to be determined. Conduction disturbances, such as first degree atrio-ventricular (av) block and complete heart block (chb), are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. However, with the limited information available, a conclusive cause of this conduction disturbance could not be determined. In this case, no additional treatment was reported. Of note: the patient had a history of right bundle branch block (rbbb). This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying that no effusion was observed. It was reported that pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) non-medtronic (zmed) balloon. The type of conduction disturbance that occurred during the procedure was not confirmed, but it was suspected to be first degree atrio-ventricular (av) block with delayed pr interval that was lengthening. It was reported that intermittent complete heart block (chb) likely occurred. It was noted that the patient had pre-existing right bundle branch block (rbbb). Per the physician, the cause of the decreased blood pressure was likely the right coronary artery (rca) occlusion. The patient¿s blood pressure normalized after the second valve was implanted, prior to closure, but then the patient¿s blood pressure dropped approximately 15-20 minutes after closure. Vasopressor medication was given. Per the physician, the cause of the rca occlusion was not confirmed, however, it was possible that the first valve compressed a native leaflet or that the valve frame compressed against the rca ostium. It was reported that the second valve may have contributed to the occlusion secondary to the first valve. It was noted that the patient had an elliptical left ventricular outflow tract (lvot), which may have contributed to the dislodgement. No additional adverse patient effects were reported.

Event description:
Additional information was received that during valve implant, after the valve dislodged it was not snared. Subsequently, the second valve was implanted valve-in-valve. Per the physician, it was not known what caused the coronary artery (ca) occlusion as no occlusion was present after the first valve deployment and for the 15 minutes after the second valve implant no ca occlusion was noted. It is unclear if one or both valves interacting caused or contributed to the occlusion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.